Event description:
It was reported that log files were submitted for review for the patient who was having persistent low flow alarms while on extracorporeal membrane oxygenator (ECMO) due to septic shock and significant ventricular tachycardia (vt). The log files captured low flow alarm events on (B)(6) 2026 and (B)(6) 2026. The site was also adjusted the low flow alarm threshold (lfat) to 2.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The controller event log file contained events from 20jan2026 through 21jan2026. Low flow hazard alarms were captured throughout the majority of the file. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speeds. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis and cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.